Manufacturer narrative:
Patient date of birth and weight are not available for reporting. (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reportedly, part was discarded by facility. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent a distal tibia fracture (right side) procedure. During the procedure the tip of the drill bit broke off in the bone. Although it was a clean break, the surgeon was unable to retrieve the tip and left it in the patient. There were back-up products readily available to finish the procedure. There were x-rays taken throughout the procedure that were not planned. There was no surgical time delay and no other additional medical surgical intervention required. The surgery was successfully completed and the patient status outcome is good. This report is for one (1) drill bit. This is report 1 of 1 for com-(B)(4).